Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the confirmed lot number, expiration date, UDI in section d4, to provide the device return date in section d9, update section h3, to update section h4 and to provide the device history record in section h10. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other components were returned for evaluation. Visual inspection revealed the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted. Functional testing was conducted the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: potential lot numbers: 06101030 or 06101404. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported after the delivery sheath was introduced the dilator and wire were removed. The angio-seal was placed in the delivery sheath and pushed forward until they could hear a click. After this click the angio-seal was pulled back until two clicks were noticed. Then the whole device was withdrawal, and everything came out/was pulled out. They directly performed manual compression and the patient got a pressure bandage. The doctors studied the angio-seal and were convinced that the anchor was still inside the delivery sheath. A control with ultrasound was performed in the groin which showed no particularities. The procedure performed for the patient prior to use of closure device is unknown. The sheath size was 6fr. Puncture of the a. Femoralis communis was done on the left and right side. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. Puncture was performed with ultrasound. A pre-deployment angiogram was not performed. The patient was in stable condition and there was not much blood loss. A second angio-seal device was used for the other puncture side. One of the two devices gave the problem, which one is unknown. They both were on the table to close both puncture sites. There was no harm to the patient.